Manufacturer narrative:
The reported events of loss of capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure it was noted that the lead failed to sense and pace. A replacement lead was used to successfully complete the procedure. The patient was in stable condition.